Event description:
Na.

Manufacturer narrative:
Apoc incident: #(B)(4). The investigation was completed on 05-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified. The investigation was completed on 21-feb-2025. The business partner reported that suspected analyzer (B)(6) produced unexpected act celite results. The analyzer was returned on 04-feb-2025. Failure analysis did not confirm or reproduce the complaint. Analyzer (B)(6) passed the cartridge runs with all results within the acceptance ranges as per the value assignment sheet during failure analysis. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
On (B)(6)2025, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results on a patient. There was no patient information available at the time of this report. Return product is requested but not available for investigation. Customer is also alleging I-stat 1 analyzer sn (B)(6) which will be returned an investigated separately. Method date collected tested act heparin dosage I-stat (B)(6)2025 12:22 12:22 223 sec 23000unit I-stat (B)(6)2025 12:48 12:48 223 sec 23000unit I-stat (B)(6)2025 12:58 12:58 223 sec 23000unit I-stat (B)(6)2502 13:28 13:28 223 sec 23000unit there was no baseline testing provided, no patient information, nor details surrounding the event. At this time there is no reason to suspect a malfunction exists. No reports of delay or impact to patient management. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: (B)(4)), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant, and dialysis.

Manufacturer narrative:
Apoc incident # (B)(4) (cartridge lot r24276). Apoc incident # 971351 (I-stat sn (B)(6)). I-stat: sn (B)(6). Product#: 04p75-01t. Mfg date: 06-30-2020. UDI: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.